Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device evaluation found foreign material in the air/water cylinder, auxiliary water channel, air/water channel, and insertion section. Based on the results of the investigation, the foreign material could not be identified but the attachment points were free from physical damages. It is unknown whether the reprocessing method deviated from the instruction manual. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the evis exera iii colonovideoscope exhibited the air/water nozzle had white foreign material. There were no reports of patient involvement.